Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What are the other common bile duct issues? Was it a difficult dissection/case? How was the leak diagnosed (ex. Ercp)? Where was the leak? Were the scissored clips observed intra op or post op? If the scissored clips were found intra op, what was done to address the scissored clips? Was the device fired over an existing clip? Did the procedure drive the need to apply torque or twist the device? Was the device used for a cholangiogram? Was the surgeon able to visualize proper occlusion of the clips prior to closing the patient? How many clips were fired on the patient side and specimen side? How many hours or days post op was the patient returned to the o.r.? What has been done to repair the leak? If a reoperation has been done, were clips found on the bile duct or were no clips observed? Can the surgeon describe the shape of the clips? Was this an emergency or planned cholecystectomy? Did the patient have any pre-existing conditions? What is the patient's current status? Is the patient expected to have a full recovery? Patient's sex, age, and weight? How long has this surgeon been using this device? Are there any x-rays, videos, or pictures available for ethicon review? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring. There was a bile leak. The patient is still in the hospital. They are monitoring the leak. Per the surgeon, the patient had other issues with the common bile duct that may be contributing to the leak. The device was discarded.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was provided by the surgeon: "most of the questions can be answered by stating that the patient was not injured by the clip device. Her bile leak was a result of abnormal anatomy. So I will address only the questions that are pertinent. What are the other common bile duct issues? (No answer given). Was it a difficult dissection/case? No. How was the leak diagnosed (ex. Ercp)? Where was the leak?(no answer given). Were the scissored clips observed intra op or post op? Intra operatively. If the scissored clips were found intra op, what was done to address the scissored clips? They were removed. Was the device fired over an existing clip? No. Did the procedure drive the need to apply torque or twist the device? No. Was the device used for a cholangiogram? No. Was the surgeon able to visualize proper occlusion of the clips prior to closing the patient? Yes. How many clips were fired on the patient side and specimen side? Not relevant. Each clip scissored from first to last. How many hours or days post op was the patient returned to the or? (No answer given). What has been done to repair the leak? (No answer given). If a reoperation has been done, were clips found on the bile duct or were no clips observed? Can the surgeon describe the shape of the clips? (No answer given). Was this an emergency or planned cholecystectomy? Planned. Did the patient have any pre-existing conditions? No. What is the patient's current status? (No answer given). Is the patient expected to have a full recovery? (No answer given). Patient's sex, age, and weight? (No answer given). How long has this surgeon been using this device? Thousands of times. Are there any x-rays, videos, or pictures available for ethicon review? No. Based on the information provided by the surgeon, file is being reported as a malfunction.